Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced mesh exposure in vagina and difficult intercourse. The patient underwent a mesh excision surgical procedure on unknown date. Additional information has been requested.